Manufacturer narrative:
Intra op testing found the ipg location to be appropriate and functional, thus it is suspected that the ipg migrated after the implant and pulled the leads out of place, causing the communication issues and lack of therapy as noted by the patient. Migration of components is a known inherent risk of implantable neurmodulation devices.

Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2024 to treat lower back pain. During the initial implant procedure, intra-op testing and post-op testing found the system to be functioning well. After activating the system, the patient found that there were issues maintaining communication between the implantable pulse generator (ipg) and the external therapy discs. It is suspected that the ipg migrated slightly deeper than intended after implant. Imaging found that the implanted leads had also migrated away from the desired target, likely having been pulled when the ipg moved. A surgical revision took place on (B)(6) 2024. Plan was to move the ipg to a more optimal position for maintaining communication. The leads that were initially implanted were able to properly connect to the ipg and reach the desired nerve target, however they were not long enough to place a strain relief loop. During the revision procedure the leads were replaced with longer leads that allowed for the relief loop to be incorporated. While moving the ipg it was damaged and required replacement as well. The new ipg was placed in a more superficial pocket location to improve communication.